Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device failed flow accuracy test with -7.6024% accuracy error when tested at a rate of 125ml/hr. The accuracy error is greater than the +/-5% specification. The cause was determined to be out of adjustment pressure plates which were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused, even when using a new set, during testing in the biomedical service department. There was no patient involvement. No additional information is available.